Manufacturer narrative:
(B)(4).

Event description:
A trial patient reported having a burning sensation when using the restroom starting on (B)(6) 2016. However, she didn't feel the burning sensation every time she used the rest room. She also had a burning sensation when urinating a couple of weeks before getting the device, but it went away. The patient didn't think the burning sensation was being caused by the device and she thought she may have a urinary tract infection. No device information, diagnostics, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.